Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Hospital staff said the inside of the (B)(6) seal looking like it had been wet at some point.

Manufacturer narrative:
An event regarding packaging damage involving a tri press-fit stem 13mm x 100mm was reported. The event was confirmed. Method and results: device evaluation and results: the inner and outer blister packaging tyvek lid indentations and wrinkle appearance. The package was returned with the outer blister lid opened and the inner blister lid and seal is fully intact. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the wrinkled appearance of the packaging lid stock is an inherent outcome of heat exposure during the lid sealing process. The inner blister lid and seal is fully intact and therefore there is neither evidence nor indication of a sterility issue.

Event description:
Hospital staff said the inside of the (B)(6) seal looking like it had been wet at some point.